Manufacturer narrative:
The fse is currently waiting for parts to repair. A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a bloodback event. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a blood back event. There was no reported harm.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit . Fse verified that there was blood in the pneumatic module assembly. Fse removed the assemble and cleaned the pneumatic module area of blood. Fse then replaced the d997-00-1178 pneumatic module assy, rohs. Fse completed all diagnostic, calibrations and performance tests per manual. The unit passed all testing. Fse approved the unit for clinical use and returned to use.